Event description:
It was reported that the healthcare provider (hcp) was refilling the pump on the report date and a partial pocket fill occurred. The hcp got 25ml into the pump and 15ml went into the soft tissue. The reporter inquired about overdose symptoms and what information should be provided to the patient¿s family. It was not reported that the patient was exhibiting any symptoms at the time of this report. The hcp had not yet tried to aspirate drug from the pump pocket. Lioresal withdrawal and overdose procedures were provided to the hcp. The hcp was likely going to keep the patient for observation. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j0056636r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Additional information received reported that the baclofen intrathecal treatment started ¿05/01¿ and was ongoing. It was noted that the patient was having no symptoms. It was noted that there was a partial pocket fill which was immediately recognized. The patient was sent to the emergency department (ed) for observation. It was further noted that the patient never became symptomatic. The patient was doing ¿fine¿ at the time of report.